Event description:
Voluntary medwatch received states that the patient had a fall resulting in high capture threshold and low pacing impedance. No intervention was performed. The condition of the patient is unknown.